Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. The bacterial peritonitis was manifested by abdominal pain. On an unreported date in the same month as the onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown. Beginning on an unreported date in the same month as the onset; the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported), fortaz intraperitoneally (dosage, frequency, and duration not reported), and gentamicin intraperitoneally (dosage, frequency, and duration not reported) for the bacterial peritonitis event. On an unreported date in the same month as the onset and after an unknown number of days of hospitalization, the patient was discharged. On an unreported date in the same month as the bacterial peritonitis onset, dianeal therapy was discontinued. The patient was recovered from the bacterial peritonitis. The patient was not retrained on the proper aseptic technique. No additional information is available.